Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the culture workup workflow was not functioning properly. This is a report of a single occurrence. The following information was provided by the initial reporter: site performs run on inoqula inoqula software crashes. (Kiestra deletes produced but unprocessed plates) inoculates samples taken to synapsys ui - inoculation mode synapsys ui shows no orders pending if samples taken to inoqula deleted plates and unprocessed plates waiting to be reproduced. Cause of issue: after an issue on inoqula fa, user have purge the system as requested by instrument. He tried to finish the sample not done in manual inoculation in synapsys. However, the plates were not present in synapsys. To be able to do the sample, he had to use inoqula (fa or sa). On batch preparation of sa, we could see the 3 (missing in synapsys) plates ¿deleted¿ and only ¿requested¿ when starting the batch.

Manufacturer narrative:
H.6 investigation summary: this was logged against synapsys material #(B)(4), serial # (B)(6). Bd investigated the issue. When the bd inoqula software crashes, the plates are produced but have not been processed that are still on the instrument. The user expects to be able to manually inoculate these errored plates in synapsys. Synapsys does not have orders pending. The plates should be processed in the inoqula as these plates are waiting to be produced. No patient treatment was impacted. Synapsys and kiestra is working as designed. An enhancement request was approved to fix this customer issue and will be fixed in a future synapsys release. This is a confirmed failure of a bd product. Device history record review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation. Bd will continue to monitor for trends associated with this issue. H3 other text : see h.10

Event description:
It was reported that while using bd synapsys¿ the culture workup workflow was not functioning properly. This is a report of a single occurrence. The following information was provided by the initial reporter: site performs run on inoqula inoqula software crashes. (Kiestra deletes produced but unprocessed plates) inoculates samples taken to synapsys ui - inoculation mode synapsys ui shows no orders pending if samples taken to inoqula deleted plates and unprocessed plates waiting to be reproduced. Cause of issue: after an issue on inoqula fa, user have purge the system as requested by instrument. He tried to finish the sample not done in manual inoculation in synapsys. However, the plates were not present in synapsys. To be able to do the sample, he had to use inoqula (fa or sa). On batch preparation of sa, we could see the 3 (missing in synapsys) plates ¿deleted¿ and only ¿requested¿ when starting the batch.